Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No reservoir icon anomaly was noted. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. No unexpected slow bolus delivery or bolus delivery anomaly was noted. The pump passed the delivery accuracy test. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. Blood glucose level at the time of the incident was over 300 mg/dl. Blood glucose level at the time of the call was 173 mg/dl. Customer stated that at times when she administers a bolus, the reservoir and reservoir icon do not reflect insulin being delivered. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.